Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist dialed into the station and checked the station time and confirmed it was similar to the server time. The tss then dialed into the app server, logged into pes, and checked under sync information 2.0 for the last upload from the station. No upload errors were found on the station. However, patients were reported to be dropped on the station. On pes, the tss checked device settings under visits > admission inactivity days, which was set to 25 days. The last activity for the patient could not be determined as the customer did not provide any mrn numbers. The tss attached the knowledge article titled patient not showing inactivity time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were not populating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.